Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a collection procedure, the connector close to the channel of the optia set became unwelded which resulted in a longer than expected hospitalization for the patient. Due to EU personal data protection laws, the patient information is not available from the customer. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Additional evaluation method code: manufacturing review and sterilization process review investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was returned for investigation. The customer returned an unused set for investigation. The set was visually inspected for kinks, occlusions, missing parts, misassembly and leaks which may have contributed to the failure of the disposable, none were found. The disposable was loaded onto a spectra optia machine without incident, passed all pressure tests and reached prime. The disposable set was assembled correctly. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is ther a likely potential for death or serious injury associated with event based on additional investigational information. Root cause: a definitive root cause could not be determined. Per the part evaluation, there were no identified manufacturing issues associated with the returned set. Therefore no specific root cause could be determined. Based the investigation results, the patient¿s procedure was delayed only for the time span to un-load the existing disposable set and reload a new one. Per the 'first aid' definition, this delay not considered medical intervention.